Event description:
Device malfunction: suture break. Time of symptoms/ac: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device, attempted arteriotomy closure of the femoral artery after an interventional procedure. During suture retrieval, the green sutures broke. The device was removed and a second prostar device was used to achieve hemostasis. There were no adverse patient effects and no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.